Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.

Event description:
A report was received that the pt is experiencing difficulty charging their ipg. A bsn representative analyzed the pt's database and recommended that the ipg be replaced.

Event description:
A report was received that the patient is experiencing difficulty charging their ipg. A bsn representative analyzed the patient's database and recommended that the ipg be replaced.